Event description:
Patient and his roommate reported to their nurse they heard a loud pop and may be saw a spark. This happened on friday evening (B)(6). The nurse had engineering come up and they checked both the ez plus pump and the bed just in case it wasn't the pump. They found nothing wrong with both. On sunday around 2:30pm, the burn care nurse was in to see the patient and checked the pump and everything was good. Later at 5pm, the on duty nurse said the pump was alarming. The battery alarm and the overflow vacuum alarms were going off. The pump was working, there was no problem with the suction, no blockage in the tube line and everything seemed fine. When she took a closer look at the pump alarms, she noticed the charred outer shell of the pump specifically around the adapter cord. This is the first time the charring on the pump was noticed. No one knows exactly when it happened. The on duty nurse figured the alarm was going off because the pump must have been running off of the battery probably since the popping noise on friday and by sunday the battery power was low. The patient was not hurt nor was his wound adversely affected as a result of the electrical malfunction of the ez plus pump.

Manufacturer narrative:
Device is expected to be returned for evaluation. Evaluation results and investigation summary will be provided in a supplement report.

Manufacturer narrative:
This complaint was confirmed. An evaluation of the pump was conducted on 02 february 2014 confirming the ac power cord was burned and melted into the ac power receptacle. Most likely a major ac power surge was the root cause of the damage. This incident is considered an isolated incident. As a corrective action a new ac receptacle was installed, the ez plus passed all functional testing and was found working within specification per process summary ocm12000527 f steps 8.3 thru 8.12. Review of complaints history for renasys ez pump serial # (B)(4) indicates no other issues have been reported against this device. No further action will be taken at this time. Per the information provided the patient was not hurt nor was therapy affected by this issue. The complaint is recorded and any similar issues will be monitored through the complaint system.

Event description:
Patient and his roommate reported to their nurse they heard a loud pop and maybe saw a spark. This happened on (B)(6). The nurse had engineering come up and they checked both the ez plus pump and the bed just in case it wasn't the pump. They found nothing wrong with both. On (B)(6) around 2:30pm the burn care nurse was in to see the patient and checked the pump and everything was good. Later at 5pm the on duty nurse said the pump was alarming. The battery alarm and the overflow vacuum alarms were going off. The pump was working, there was no problem with the suction, no blockage in the tube line and everything seemed fine. When she took a closer look at the pump alarms she noticed the charred outer shell of the pump specifically around the adapter cord. This is the first time the charring on the pump was noticed. No one knows exactly when it happened. The on duty nurse figured the alarm was going off because the pump must have been running off of the battery probably since the popping noise on (B)(6) the battery power was low. The patient was not hurt nor was his wound adversely affected as a result of the electrical malfunction of the ez plus pump.